Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_966 - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm navitor valve was successfully implanted in a patient using a small flexnav delivery system and a small navitor loading system. A 14f non-abbott introducer sheath was used to aid in the navigation of the navitor valve to the annulus. A non-abbott guidewire was used to fully deploy the navitor valve in the patient's annulus. Shortly after implantation, an electrocardiogram exam confirmed that the patient was experiencing a left bundle branch block (lbbb). The navitor valve had been implanted at a depth of 22.9 mm. Mild perivalvular leakage was also confirmed via a transthoracic echocardiogram after implantation. Heparin had been administered during the procedure the patient's activated clotting time prior to implant was 376 seconds and 400 seconds post-implant. It was noted that a balloon aortic valvuloplasty (bav) had been performed prior to implant using a 20mm non-abbott device. No treatment was required. On (B)(6) 2022, a normal sinus rhythm was confirmed via a 12 lead electrocardiogram. Ultimately, the patient was prescribed aspirin, clopidogrel, calcium channel blockers, lipid medications and discharged from the hospital at the time of report.

Event description:
(B)(6). Subsequent to the previously filed report, additional information was received that there was aortic valve was moderately calcified, predominately at the non-coronary cusp hinge-point. There was no calcium extending beneath the annular plane.

Manufacturer narrative:
An event of left bundle branch block and mild perivalvular leakage was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined, but is consistent with the valve being implanted at a non-optimal depth. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.